Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recx0194 showed no other similar product complaint(s) from this lot number. [(B)(4)].

Event description:
It was reported via medwatch, "[rn] was inserting a peripherally inserted central catheter into this patient. The microez microintroducer, 3.5 fr with vessel dilator was not able to penetrate the skin even with 8-10 attempts and a large amount of downward pushing. When [the rn] asked the circulating nurse to open a new 3.5 fr microez microintroducer kit [the rn] noticed that the peel-away sheath had a protruding ring around it about 1/4" from the end. After the device was out of the patient [the rn] examined the end of it and saw the end of the peel-away sheath was uneven and wrinkled. When [the rn] used the new microez microintroducer there was no difficulty with insertion".